Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully charge the pump by adjusting the charging cable.